Manufacturer narrative:
Correction: upon review, the lead, manufacturer report 2017865-2023-02557 should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead helix was failing to be extended. The lead was not used. The physician continued with second lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
Further information was requested, but not received.